Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type; extension. Product ID: 97740, serial# (B)(4), product type; programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the both surgical sites of the patient¿s implantable neurostimulator (ins) were infected with (B)(6) so the surgeon explanted the ins system. It was noted that the patient ¿loved¿ the ins device therapy prior to its removal. The date of onset of the infection was noted as (B)(6) 2014. The physician elected to implant a new lead component in the epidural space (after vigorous cleaning) to ¿hold¿ the space for a future implant. No interrogations were needed or performed on the device. Follow up information reported that perioperative antibiotics were administered and the patient did not have (B)(6). Reported patient symptoms during the infection event were fever, redness, swelling, drainage, pain, and incisional wound opening. The primary location of the infection was reported at the device pocket and lumbar region. A culture was taken at the same sites grew (B)(6) organism. Intravenous antibiotic treatment was instituted for the infection and the patient outcome was reported as ¿ongoing¿. It was noted that the patient did have a history of (B)(6)infections. If additional information is received, a follow-up report will be sent.